Manufacturer narrative:
Implant date: (B)(6) 2019.

Event description:
A report was received that the patient's ipg depleted after six months of use. The patient underwent an ipg replacement procedure and is doing well post operatively.

Event description:
A report was received that the patients ipg depleted after six months of use. The patient underwent an ipg replacement procedure and is doing well post operatively.

Manufacturer narrative:
Implant date approximated based on 193 days in service: (B)(6), 2019. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The device was in service for about 193 days and the energy use index was within range of the program settings estimated longevity of about 6 months.